Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the tip of the trocar broke off during the procedure. The tip was successfully retrieved during the procedure. There were no additional problems encountered during the removal.